Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a successful stent placement procedure in 2009. The stent was placed with no apparent issues. According to the complainant, eight weeks post implantation, the physician attempted to remove the stent as he felt the stent had clinically done its job. However, during the removal attempt, the stent became dislodged and migrated. A c-arm (x-ray image intensifier) was used to identify that the stent was located somewhere in the small bowel; however, it could not be retrieved. The procedure was discontinued at that time. The physician has decided to leave the stent in place and x-ray on a bi-weekly basis. The patient will be followed closely. There were no patient complications reported as a result of this event. The patient's condition was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore; the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.